Manufacturer narrative:
The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
The patient has two scs systems. This report is referencing the patient's thoracic system. It was reported the patient is unable to establish communication between the ipg and external devices. The patient is also without stimulation. The patient stated the device became inoperable approximately 2 years ago. Consequently the patient may undergo surgical intervention as the next course of action.